Manufacturer narrative:
Failure event observed during analysis. Final analysis found two optim sheath abrasions, one consistent with friction to another device or feature of the heart and one consistent with friction to the device can. The silicone insulation was not damaged in the optim abrasion zones.

Event description:
This report is to advise of an event observed during analysis.